Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, peri-implantitis. Peri-implant bone loss despite submucosal healing. Insufficient stability at re-entry.